Event description:
Manufacturer report number: 3008452825-2021-00537. During a premature ventricular contractions (pvc) ablation procedure, while using the catheter the pressure value showed 40g-60g after the catheter pressure was lower than zero. The catheter was exchanged with another from the same lot, but the issue persisted. The catheter was exchanged for a third time, and the procedure was able to be completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1, 2 and 3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 1,2 and 3 were fractured within the deflectable shaft, consistent with the detected optical signal issue and the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown.